Event description:
Additional information was received. The patient died following conversion to open heart surgery.

Manufacturer narrative:
H.6 health effect impact code.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the rupture is unknown but may be related to the protruding lvot calcification interacting with the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a transfemoral valve replacement via surgical cutdown, in a patient with protruding lvot calcification, the patient' s pressure dropped <40mmhg after valve inflation and tamponade was identified. Pericardiocentesis was performed but the decision was made to proceed with opening the chest for surgical repair. The patient was converted onto bypass (procedure was already performed under ga due to surgical cut-down access). It was noted that there was a rupture 5mm below annulus in the lvot. The valve was removed and the surgical team proceeded to repair the rupture with a plan to implant a surgical avr. Due to the calcification, it was planned to inflate the valve -2cc below nominal inflation. Access was obtained uneventfully with artery dilatation using retroflex dilator packs. Wire crossing was performed easily, however, wire positioning in the commissure was difficult, therefore, valve was pre-dilated with 24mm true balloon. Valve positioning was uneventful and inflated to 31cc (2cc under nominal inflation). The physician's opinion was that the annular rupture below lcc at the level of calcification was from known high risk features.